Event description:
It was reported, the pt experienced cardiac arrhythmia five mins into a trial lead implant procedure. The procedure was abandoned. The pt felt no effects of the procedure later that day. The pt was referred to a cardiologist.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.